Event description:
Reporter stated that the inform system's internal contacts are burned. No adverse event was reported. The suspect products were not returned to the manufacturer for evaluation.

Manufacturer narrative:
The inform meter was used in conjunction with inform base unit: catalog number 03035131001 (B)(4). Event occurred in (B)(6).